Manufacturer narrative:
(B)(4). Date sent: 2/24/2021. Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: it was explanted due to persistent dysphagia and originally implanted due to gerd's. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that a linx device was explanted for unknown reasons. No other information is available.

Manufacturer narrative:
(B)(4), date sent: 04/01/2021, h6: investigation findings: stress problem identified (c0706). Device analysis: a knotted sutures were observed during the visual assessment on three locations. It is known that sometimes, during the explant procedure, a suture is placed on the device to aid in the extraction of the device. Hence, it is presumed that the suture was placed by the explant facility during the explant procedure. Device was returned in three segments. A washer was detached from a female bead case in one of the beads. The presence of weld tracks on both washer and female bead case, as well as the saddle shape of the washer, suggest that the cause of unseated washer is excessive force applied to device, likely, during explant procedure. The visual analysis excepting the unseated washer was consistent with an explanted device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 26056 was reviewed. No defects, ncrs, or reworks related to the product complaint were found.